Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized and put into the intensive care unit on (B)(6) 2017. The caller also reported that the insulin pump training was about 30-45 minutes and the trainer did not allow the customer to do a return demonstration. When the customer was doing an infusion set change he had given himself 250 units of insulin and his blood glucose level dropped to 29 mg/dl. The customer had 2 seizures and bit his tongue. No further information was provided for the hospitalization. The device will not return for analysis.